Event description:
Patient reported that approximately 6.5 months after injection "around the mouth" with juvederm voluma and concomitantly with juvederm and restylane, the injection sites "got real hard." The patient was treated by a physician who "put an enzyme in to break it all down," and was also put on a course of antibiotics. This is the same event and the same patient reported under MDR ID # 3005113652-2014-00783 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, "juvederm voluma," also a device manufactured by allergan.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "the injection sites got real hard" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.